Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the basal rate was set to 0.050 units per hour; however, the total basal displayed was 13 units per 24 hours. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015-product analysis: the device was returned and evaluated by product analysis on 08/11/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the pump was manually suspended for 2 hours. The total daily dose history correlates appropriately to the user programmed basal rates. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time..